Manufacturer narrative:
(B)(4): stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 16 mm. The inner shaft was kinked and partially exiting the guidewire access port. The outer sheath had been fully retracted and the distal handle had detached from the outer sheath. The outer sheath was accordioned for a distance of 15 mm distal from where the distal handle detached. During a functional analysis, it was not possible to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. The inner shaft was kinked along its compressed area, from where it had exited through the guidewire access port. No issues were noted with the deployed stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The damage found to the outer sheath and detached distal handle is consistent with excessive tensile force having been applied to the shaft. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted on (B)(6) 2012 during a stent placement procedure. According to the complainant, no visible issues were noted to the device. During the procedure, the stent was attempted to be deployed within the target lesion; however, it would not deploy. The device was removed from the patient, fully constrained and intact on the delivery system. The procedure was successfully completed with a flexima stent. There were no patient complications as a result of this event. The patient's condition post procedure was reported to be fine. Based on the evaluation findings, which indicate that the stent was returned partially deployed, this is now a reportable event.